Manufacturer narrative:
Device not available.

Event description:
The manufacturer was notified of an over-sizing which lead to stent folding. This was reported in relation to a field safety corrective action sent out on june 22 (fsca (B)(4)). No further information was received.

Event description:
The manufacturer was notified of an over-sizing which lead to stent folding. It was reported that the event occurred either during implantation or immediately after de-clamping. The serial number, event dates and other information were not available.

Manufacturer narrative:
As the device was not available for return and the serial number of the device is not known, no investigation can be performed. The manufacturer received confirmation that no further information is available. Based on the information reported by the physician, the event is attributable to over-sizing and can therefore be traced to user technique.